Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was in the 400's mg/dl. The customer stated that she gave herself insulin and bloused for food and it did not come down. The customer believed that her body might not have absorbed insulin. The customer is currently on manual injections. The insulin pump was not returned for analysis.